Event description:
It was reported that the camera head had a noisy image like a sandstorm state in the entire image. The issue occurred during preparation for use for a therapeutic total laparoscopic hysterectomy that was completed using the same device with no delay. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d10, h2, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler malfunction. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a noisy image like a sandstorm state in the entire image. The issue occurred during preparation for use for a therapeutic total laparoscopic hysterectomy that was completed using the same device with no delay. There were no reports of patient injury or harm associated with this event.